Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading was 198 mg/dl at the time of the report. Troubleshooting was performed. No insulin was delivered during the prime test. The customer stated that the insulin pump's driver arm was not engaged with the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.